Manufacturer narrative:
The last calibration was performed on (B)(6) 2022. The qc was within range prior to running the patient sample. The ise 1 qc was within range. The ise 2 was disabled for qc issues. The alarm trace contained "abnormal aspiration (sample probe)" and "procell/cleancell short" alarms. The field service engineer (fse) found the securing thumb screw in one of the channels was stripped and that the material from this part was in one of the vessels of the ise. He then replaced the thumb screw and flushed out both vessels with a bleach mix. He also cleaned and checked the probe actions. He performed calibrations and qcs with acceptable results. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results for one patient sample tested on the cobas 8000 cobas ise module (double). The initial result was reported outside of the laboratory. The sample was initially run and rerun on the ise 2 of the module. The sample was rerun on the ise 1 of the module the initial result from the ise 2 was 102 mmol/l with a data flag. The first repeat result from the ise 2 was 106 mmol/l. The second repeat result from the ise 1 was 125 mmol/l. The repeat result was deemed correct. The sodium electrode lot number was requested but not provided.